Event description:
It was reported that this electrode was found to be migrated. Subsequently, a revision procedure was performed and the electrode was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was found to be migrated. Subsequently, a revision procedure was performed and the electrode was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The sense b conductor resistance measured as an electrical open, indicating a fractured or broken conductor. A discontinuous sense b conductor was observed at approximately 23.0-23.4 centimeters from the terminal end. The fracture characteristics are non-specific, the ends appear likely melted. Analysis has determined that the fracture has evidence consistent with melting and evidence consistent with ductile overload.